Event description:
A caller reported that their pump malfunctioned after it was dropped face first. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent to the customer, who was advised to use multiple daily injections as a temporary insulin delivery method. The customer will receive a pump with updated software and was provided instructions on how to put the malfunctioning pump into storage mode before returning it. Technical support also advised the customer on programming settings and connecting their continuous glucose monitor to the replacement pump.